Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion with deltaven fast flash IV catheters, device leaking from the port where the needle separates from the catheter. They inserted it started to leak and then he asked to insert another one it still leaked when they flushed. They leave it for a while like 15 mins or more and flushed it again, no leaking was noted. There was patient involvement with unknown harm.